Manufacturer narrative:
H3 and h6. Codes: updated. One device was received for investigation. The complaint for leaking was not verified by functional testing. Other problem was found: it was confirmed that the overheat alarm did not sound even when the overheat alarm button was pressed. The root cause was the circulating water temperature setting was set low, so the cause is that it is difficult to reach the overheat alarm setting temperature when the test button is pressed. The circulating water temperature was adjusted to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the circulating water was leaking around the drain tube. The fault occurred while checking before in use with the patient. There was no patient involvement, and no patient harm/adverse event reported.